Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the device will not be returned for analysis. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case, a 5x33 embotrap ii revascularization device, moved ¿significantly worse¿ through the rebar 18 microcatheter (mc), aiming for a second pass. It was taken out and it could be seen that the inner channel and outer cages were separated at the distal tip. Damage was maybe due to prior hard cleaning / clot removal. There was no patient injury reported. No other medical intervention was reported. Additional information received indicated that the device belonged to lot 18h131av. The device was examined prior to use and it was ok. The device was flushed without difficulty. There was definitely no evidence of any fragments remaining in the patient. There had been no difficulty attaching another device to the complaint device. It was noted that excessive force was applied to the device during cleaning. The device was torqued or rotated during advancement not more than usual. The device was not cleaned in heparinized saline. It was reported that ¿maybe¿ the device was rubbed with more force due to the consistency of the thrombus was firm and sticky. A solitaire platinum 6x40 was passed through the microcatheter after the event. The device has not been returned for analysis and therefore no further investigation can be performed at this time. A review of the manufacturing documentation associated with lot number 18e013av presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaints of ¿embotrap - resistance/friction without loss of cerebral target position¿ and ¿inner channel - strut fracture¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns to not advance the device through the microcatheter against significant resistance and d do not torque or rotate the device. The IFU also indicates that if an additional pass is to be made with the device then carefully remove any captured thrombus from the device and clean the device in heparinized saline, rubbing gently from proximal to distal to remove any residual thrombus material. Assignment of root cause for the events remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The event description notes that excessive force was applied to the device during cleaning and it was not cleaned in heparinized saline. It was also reported that ¿maybe¿ the device was rubbed with more force due to the consistency of the thrombus was firm and sticky. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. I

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot number - not reported at this time. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a thrombectomy case, a 5x33 embotrap ii revascularization device, moved ¿significantly worse¿ through the rebar 18 microcatheter (mc), aiming for a second pass. It was taken out and it could be seen that the inner channel and outer cages were separated at the distal tip. Damage was maybe due to prior hard cleaning / clot removal. There was no patient injury reported. No other medical intervention was reported.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that the device belonged to lot: 18h131av. The device was examined prior to use and it was ok. The device was flushed without difficulty. There was definitely no evidence of any fragments remaining in the patient. There had been no difficulty attaching another device to the complaint device. It was noted that excessive force was applied to the device during cleaning. The device was torqued or rotated during advancement not more than usual. The device was not cleaned in heparinized saline. It was reported that ¿maybe¿ the device was rubbed with more force due to the consistency of the thrombus was firm and sticky. A solitaire platinum 6x40 was passed through the microcatheter after the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.